Event description:
This lead was implanted on (B)(6) 2003 and capped on (B)(6) 2012 due to rising threshold. Current threshold is 3.0 volts at 1.0 milliseconds. The physician was dr. (B)(6) at (B)(6) memorial hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).